Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 293 mg/dl. Customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. Customer removed infusion set and cannula was not bent. Customer was not able to change infusion set due to not having any more infusion sets. Customer also reported to have been hospitalized on (B)(6) 2015 with blood glucose of 600 mg/dl. Customer had symptom of vomiting and weak. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was hospitalized for one and a half days and was treated with insulin drip, fluids and IV. Customer was off of insulin pump for one day at the time of hospitalization.